Event description:
It has been reported to co that upon opening the packaging of this device it was noted that the device was broken. Reportedly, the sidearm of the device had become detached. There was no pt involvement. The device has been discarded.